Event description:
The following patient story concerning a da vinci s prostatectomy procedure was found posted on the (B)(4) by intuitive surgical on (B)(6), 2012: I was diagnosed with prostate cancer and was convinced the davinci robotic assisted prostatectomy was the correct method. I was able to get in to see a new urologist in the clinic, who had trained on the davinci. I usually require a surgeon who has performed at least a minimum of 250 or the procedures. The equipment was fairly new, so no one seemed to have the experience. I was very positive going into the procedure. I awoke from the procedure to find it had not gone well. It had lasted approximately over an hour longer than expected. He explained the equipment had failed during the procedure and they had spent an hour trying to restart and reprogram the davinci. He then explained they elected to do a radical prostatectomy, and he had accidently cut two blood vessels that were bloated from the wait. They had given 6 units of blood due to the amount of blood loss according to what he told me. My bp dropped to 50/30 that night and I awoke to find an ICU team just leaving my room. One person stayed with me to monitor me to be sure I did not need further assistance. I then went into affib and they considered taking me to shock me into the correct fibrolation when it corrected itself. Then I was told I may have possible kidney/liver or other problems, than proved to be false. Then I was told my blood sugar had become elevated. Meantime the doctor had to leave town on personal business and his associate would see me plus the hospitalist. They were both very competent and reassuring. I was sent home with orders to begin taking insulin for diabetes. That also did not stay elevated. The doctor saw me the next week and apologized multiple times and it was the last I saw or heard from him. I returned for my next visit to find he had left town. Be sure your surgeon has at least 250 successful procedures. I still recommend the davinci procure. I still recommend (B)(6) and dr (B)(6) that did my follow up. I just had to have an artificial sphincter installed to control my incontinence. The patient also reported that he was hospitalized for 5 days, experienced multiple post-operative complications in the hospital as a result of the surgical procedure performed by the surgeon, his recovery time took 9 months and he was able to return to normal activity after 6 months.

Manufacturer narrative:
On (B)(6), 2012, isi contacted (B)(6) in the quality department at (B)(6) medical center in (B)(6) and she indicated that due to hippa regulations, she is unable to provide any information concerning the reported event. (B)(6) explained to (B)(6) that the hippa regulations are not applicable to investigations related to adverse events; however, she reiterated that she is unable to provide any information. At this time, (B)(6) is unable to provide additional information concerning the reported event. A follow-up MDR will be submitted to the FDA if additional information becomes available.